Event description:
The caller reported that the insulin gauge displayed an amount different than expected, indicating a fill estimate issue with the pump showing 0 units. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.